Event description:
It was reported that there was a battery alarm error. There was no patient involvement and "no health hazard".

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. No physical damaged was found on the device during visual inspection. As a result of checking the error history log, no record of related the customer reported issue could be found. Functional testing was unable to duplicate the reported issue either. It was confirmed that the "lec1310" shows when the self check was ran. It is possible that the user did not use the battery with the pump, for a long period of time. Preventively, replaced the back up capacitor and software was re-installed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.